Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the head was not working, its interrogation was intermittent and it was noted that the cable needed to be replaced. The head was to be sent on for repair (cable replacement) and restock.

Event description:
It was reported that the radiofrequency programmer head was not working properly and that it was no longer needed. The programmer head was returned for service. No patient complications have been reported as a result of this event.